Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient had stopped using the system, as a result, ipg became inoperable. Patient underwent surgical intervention on (B)(6) 2024, during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.